Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had multiple drawers failed. Issue persists even after reboot and storage space recovery. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were failed. A field service engineer (fse) inspected the half height (hh) drawer 3 and noted that the pyxis module controller (pmc) diagnostic light emitting diodes (led¿s) were extinguished. Fse isolated the issue to a drawer controller 3.1 failure cascading to the pmc and installed replacements. Fse tested operation in the application and hardware test application (hta) diagnostics, and no issues were noted. Fse noted that the 3.1 and 2.1 hardstop emergency access buttons were broken and installed replacements. The system functioned as intended after the field service engineer (fse) repaired the device.